Event description:
It was reported to medtronic neurosurgery that when the physician adjusted the strata ii valve to pressure level 2.0, there was excessive diversion and when they adjusted the valve to pressure level 2.5, the patient developed a cerebral hernia. The physician believes that they may be a leak from the device, so he explanted the entire shunt. It was also reported that the patient is under recovery.

Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. Additional patient/device information: the exact event date/explant date is unknown.